Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2009-06021 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed in 2009. According to the complainant, the grounding pads were placed in parallel at the top of her thighs with a gap between each pad. The algorithm for the 5.0cm probe was followed and the grounding pads were checked every 4-5 mins for heat. Roll-off (ablation) was achieved after approx 42 mins. When the grounding pads were removed, it was noticed that a small area of erythema (reddening) was present across the top of her legs in line with the border of the grounding pads. The inside of her left thigh had a small skin break (approx 1cm circumference). Frozen saline was applied immediately which reduced the erythema and then topical flamazine was put on each leg. The procedure was completed with this device. The pt's condition at the conclusion of the procedure was reported as stable. The physician believes the grounding pads (non-bsc product) were to blame for the burn.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2009-06021 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2009 ((B)(6) female patient; weight unknown). According to the complainant, the grounding pads were placed in parallel at the top of her thighs with a gap between each pad. The algorithm for the 5.0cm probe was followed and the grounding pads were checked every 4-5 minutes for heat. Roll-off (ablation) was achieved after approximately 42 minutes. When the grounding pads were removed it was noticed that a small area of erythema (reddening) was present across the top of her legs in line with the border of the grounding pads. The inside of her left thigh had a small skin break (approximately 1cm circumference). Frozen saline was applied immediately which reduced the erythema and then topical flamazine was put on each leg. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as stable. The physician believes the grounding pads (non-bsc product) were to blame for the burn. A rf 3000 radiofrequency generator, a leveen needle electrode and four polyhesive patient return electrodes were used during the procedure. Further information from the site indicated that the patient woke up from the anaesthetic and claimed to have had a rash previous to the surgery. Furthermore, the reddening had disappeared by the next day and was believed to have occurred due to the removal of the pads.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the generator's serial number, therefore, the manufacture date is unk. The complainant indicated that the device has been retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.